Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a bent drill. No other information provided.

Manufacturer narrative:
Further review of this file found that this event was reported in error. This event did not result in a death or serious injury, this event type is not associated with any previous or subsequent death or serious injury events, and this event type is not likely to lead to a death or serious injury if it were to recur.

Manufacturer narrative:
The returned device was examined and found to have an abnormal bent drill tip. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.